Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy after a fall. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be pending.

Manufacturer narrative:
A patient had their system explanted and replaced due to ineffective stimulation was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2020-30671, 1627487-2020-30672. Follow-up information revealed the patient underwent surgical intervention where the ipg and leads were explanted and replaced without complication. Effective therapy was restored following the procedure and the issue is resolved. Please note the patients leads have been added to this event as (device 2 and device 3).

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.